Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic console and phacoemulsification handpiece encountered aspiration failure in ultrasound mode. As a result, the patient suffered a thermal burn, but the issue was addressed by re-priming the console and handpiece, resolving the aspiration problem.

Manufacturer narrative:
The company representative was able to confirm an issue (as the handpiece which was non-conforming). However, when the system was tested, there was no issue with the system. Therefore, the system met specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was later determined ¿irrelevant¿ to this investigation. The system was determined to have met specification. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).